Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient had an infection in their valve. According to the report, the csf was thick.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.